Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: e2dr01 implantable pulse generator (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial lead was oversensing and had low p-waves. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.